Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose levels. Customer's blood glucose level went as high as 474 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer declined to troubleshoot for high blood glucose levels. Troubleshooting for no delivery was performed. Customer advised the issue was resolved with a complete infusion set and reservoir change. The insulin pump will not be returned for analysis.